Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is interference between the insertion section sheath and the flexible shaft due to external force to the insertion section tip. A definitive root cause of the issue could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, the subject device had an indentation and knot at the tip of the insertion part. There was no patient involvement.